Event description:
The customer reported an intermittent loud speaker failure. No further details were given.the device was reported to be in use but no adverse event to a patient or user was reported.

Event description:
The customer reported an intermittent loud speaker failure. No further details were given. The device was reported to be in use but no adverse event to a patient or user was reported.